Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the pulse generator exhibited noise. The device was explanted and replaced. The patient experienced no adverse consequences and was in stable condition.